Event description:
Additional information was received: the event occurred during preventive maintenance. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device received in good condition. The water tank had a small crack on the bottom right corner and the quick connect was corroded. Functional testing found the numbers would come on and then part of them would disappear. Root cause was attributed to a faulty printed circuit board (pcb). What caused the pcb to become faulty could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, quick connect, water tank cover. Performed preventative maintenance. Changed o rings and reservoir gasket. Calibrated device. Device passed functional testing after the completed repairs.

Event description:
It was reported that the device was not accurately displaying numbers. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.